Event description:
It was reported during a diagnostic laparoscopy the scrub nurse stated that the two 5mm trocars' ornage button would not engage. Trocars were not used on the case. Two other trocars were opened in replacement and used without incident. Surgeon was not in the room. There was no consequence to the patient.

Manufacturer narrative:
Tracking #.50254. Device-b. Based on the visual and functional examination, both instruments, a & b failed to arm due to skewness of the end cap weld.